Manufacturer narrative:
H3: seven pictures were received. There was no indication that the complaint was related to a service of the device within the review period. Air bubbles were detected inside of the medication bag and according to the photos received, the failure mode ¿air in line¿ was confirmed. There was no established cause of the reported issue, and no further action was taken.

Event description:
It was reported that there was air in the product during infusion. Reporter stated that the cadd cassette was connected on (B)(6) 2024 at the hospital, and the issues started two days later, at the patient's home, as the cassette and line started filling with air. There was no report of patient injury or medical intervention as a result of this event. Per reporter, there was no air was observed in the product prior to connection to patient and no product quality issues were observed in relation to the mechanics of the cadd device. The customer stated that no product quality issues were observed in relation to the mechanics of the cadd pump and the issue was only with the disposable devices.